Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had lines on the screen. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d5, d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and as the reported lines on screen image failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, bents and dents on the outer tube and a loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is cause linked to cause traced to component failure: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.